Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris IV tubing developed balloon while in the channel. Alaris pump alarmed "channel error". Balloon occurred in soft area that is protected by blue plastic for priming." An incomplete date of event of (B)(6) 2019 was provided. It's unknown if this occurred during patient use, or what fluid was in the set at the time of the event. There was no patient harm.